Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2024 by journal of orthopaedics and traumatology titled ¿hip arthroscopy with initial access to the peripheral compartment for femoroacetabular impingement: midterm results from a large-scale patient cohort.¿ the study reviewed seven hundred and four (704) patients who underwent hip procedures to treat femoroacetabular instability using arthrex pushlock devices. Twenty-six (26) patients were documented to have undergone conversion to tha resulting in a deviation from the intended procedure during the follow-up period and twenty (20) patients were documented to have underwent revisions during the follow-up period. Ref: wagner, m., et al. (2024). "Hip arthroscopy with initial access to the peripheral compartment for femoroacetabular impingement: midterm results from a large-scale patient cohort." J orthop traumatol 25(1): 29.